Event description:
Complainant alleged that the clinicians were attempting to defibrillate a male pt (age unknown), but the device displayed a "cannot dump" message on the screen. The clinicians were able to obtain another device to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.